Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported knotted lock line was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a knot in the lockline. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+, prolapsed posterior leaflet, and a dilated left atrium. A mitraclip xtw was selected for treatment, but while releasing the clip, the lock lever line knotted. The physician removed the plastic ring to release the lock lever line and a knot in the lock lever line was noticed. Troubleshooting was performed via a clamp and needle to successfully untie the knot. The mitraclip xtw was implanted successfully. The procedure was completed with two clips implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.